Event description:
It was reported that this right ventricular (rv) lead exhibiting undersensing, boston scientific technical services (ts) referred the patient to cardiologist. This lead remains in service. No adverse patient effects were reported.